Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. However moisture damage was noted on the keypad traces. No ramping numbers noted on the display. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported that the numbers on the insulin pump were scrolling when attempting to bolus. Customer stated that the only time they are able to stop the numbers from scrolling is by pressing act and holding it. Customer's current blood glucose reading is 141 mg/dl. The insulin pump is being replaced. No further information reported.